Manufacturer narrative:
Evaluation in progress but not concluded.

Event description:
During preparation for use for a cardiopulmonary bypass procedure, the user reported a question mark appeared over the roller pump icon on the central control monitor as the device was powered on. The user removed the roller pump cable and reinserted it. As a result, the question mark over the pump icon disappeared. The user still employed an alternate device for the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the patient as a result of this event.